Manufacturer narrative:
Insulin pump received with broken reservoir tube lip, broken belt clip slot and cracked battery tube threads. The test infusion set and reservoir does lock into place. Visual inspection shows that damage to reservoir pieces of missing is broken reservoir tube lip as reported by user.

Event description:
Customer reported via phone call that the plastic near the reservoir compartment had broken off. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.